Manufacturer narrative:
Upon receipt of the reported devices, it was determined that the returned instrument is a smith&nephew device, not a stryker product.

Event description:
Triathlon instruments broke during surgery. Upon receipt of the reported devices, headed nail lot 13gm09342 was determined to be smith&nephew product.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Triathlon instruments broke during surgery.